Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer was unable to recall the amount of insulin that the cartridge had been filled with; however, reported that after the air was removed from the syringe, the fill estimate value was not checked. The customer's blood glucose level was 369 mg/dl, and was addressed with a correction bolus. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level decreased to a range of 160-180 (mg/dl).